Event description:
It was reported that the ventricular thresholds had increased since implant. Reprogramming was conducted to increase the ventricular capture management. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.